Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that restenosis occurred. On (B)(6) 2023, the patient presented with myocardial infarction and was treated with a 4.0 mm x 20 mm synergy megatron drug eluting stent (des) implanted in saphenous vein graft to obtuse marginal artery (svg to om graft). On (B)(6) 2025, the patient started experiencing symptoms associated with unstable angina. At the time of the event the subject was on aspirin and ticagrelor. Coronary angiography revealed 70 to 80% in stent restenosis (isr) at the svg to om. The left circumflex artery and the 100% stenosed left main were treated with percutaneous coronary intervention and the subject was discharged. On (B)(6) 2025, the patient presented to the emergency department with chest pain and dyspnea for which amio bolus and amio gtt was given and was admitted to the hospital on the same day for further evaluation treatment. The patient was diagnosed with acute myocardial ischemia/infarction. On (B)(6) 2025, in stent restenosis (isr) at om was treated with a des. Event was considered resolved and the patient was discharged. It was further reported that on (B)(6) 2025, the patient started experiencing symptoms associated with chest pain. On (B)(6) 2025, the patient presented to hospital with chest pain. Based on the symptoms and diagnostics, the subject was diagnosed with myocardial infarction.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Event description:
It was reported that restenosis occurred. On (B)(6) 2023, the patient presented with myocardial infarction and was treated with a 4.0 mm x 20 mm synergy megatron drug eluting stent (des) implanted in saphenous vein graft to obtuse marginal artery (svg to om graft). On (B)(6) 2025, the patient started experiencing symptoms associated with unstable angina. At the time of the event the subject was on aspirin and ticagrelor. Coronary angiography revealed 70 to 80% in stent restenosis (isr) at the svg to om. The left circumflex artery and the 100% stenosed left main were treated with percutaneous coronary intervention and discharged. On (B)(6) 2025, the patient presented to the emergency department with chest pain and dyspnea for which amio bolus and amio gtt was given and was admitted to the hospital on the same day for further evaluation treatment. The patient was diagnosed with acute myocardial ischemia/infarction. On (B)(6) 2025, in stent restenosis (isr) at om was treated with a des. Event was considered resolved and the patient was discharged.